Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the images were black when the c-arm cable was rotated. This could cause an intermittent loss of live image. There is no report of injury or death associated with the event described in this complaint.